Event description:
Patient had 40 ml iabp balloon inserted for coronary artery perfusion for support until surgery. Iabp unit started alarming and was not inflating. Portable chest showed that balloon was not inflating to fullest capacity and had migrated to below proper placement for coronary profusion.